Event description:
The user facility reported that difficulty was encountered when trying to activate the safety feature. During follow-up communication with the user facility, it was stated that the safety mechanism does not close "properly or securely." Additional event specific information was not available.

Manufacturer narrative:
The involved sample has not been made available for evaluation. Therefore, the investigation was based upon evaluation of user facility information and reserve samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the instructions-for-use, with statements such as the following: (1) "handle with care to avoid needlesticks"; (2) "keep hands behind the needle at all times during use and disposal"; (3) "for greatest safety, activate the sheath using a one-handed technique"; (4) "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; (5) "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; (6) "visually confirm that the needle is fully engaged under the lock"; and (7) "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).